Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. It was observed that the cutting end of the device was dull. To test the functionality of the device, suture was passed through the cutting end and the handle was pulled to attempt to cut the suture. The suture would not cut from this operation. Also, the tip of the device was seemed to be bent. It is possible that over the course of reuse of the device that the cutting end has become dull, therefore is a potential root cause for the defect observed. However, given the information provided we cannot discern a definitive root cause for the reported failure. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair the two cord cutters would not cut and seem to be bent on tip. They did have an alternative cutter to use during the case to complete the procedure and set aside the two cutters to be sent back. There was no patient harm or surgical delay to the case. This report is for a cord cutters. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: result codes, conclusion codes: upon further investigation, it was determined that the investigation result codes were operational and mechanical problems while the conclusion was not established. Therefore, both fields have been updated accordingly to reflect the correct information. Investigation summary : the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. It was observed that the cutting end of the device was dull. To test the functionality of the device, suture was passed through the cutting end and the handle was pulled to attempt to cut the suture. The suture would not cut from this operation. Also,the tip of the device was seemed to be bent. It is possible that over the course of reuse of the device that the cutting end has become dull, therefore is a potential root cause for the defect observed. However, given the information provided we cannot discern a definitive root cause for the reported failure. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.